Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged electronic assembly. Also, had moisture damaged motor during visual inspection. The insulin pump had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's display screen went blank after the pump fell into the pool. The patient's blood glucose at the time of incident was 180 mg/dl. The customer stated that the pump was submerged in the pool for about a minute. Troubleshooting was initiated for pump exposure to fluid. There was no physical damage to the pump. However, the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.